Manufacturer narrative:
Conclusion: the subject dcs was not returned for analysis and no procedural images were received for review. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, and in this case it was reported that during removal of the dcs, the nose cone caught the valve and dislodged the valve. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information and no images for review, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Updated data: h6 - results code and conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 19-nov-2021, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted using the cusp overlap technique. The valve was implanted at a depth of 4 millimeter (mm) relative to the non-coronary cusp (ncc). As the delivery catheter system (dcs) was withdrawn, the non-medtronic wire was not pulled back sufficiently to centralize the nose cone of the dcs. The nose cone caught on the valve, and the valve dislodged above the sinuses into the ascending aorta. The patient remained stable. Radial access was obtained and the valve was snared and positioned securely. A new dcs was used to implant a new valve using the cusp overlap technique. Final images confirmed successful placement of the second valve and that the first valve was secure in the ascending aorta, proximal to the greater vessels. The patient remained stable through the procedure. No additional adverse patient effects were reported.